Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for the investigation. Due to no samples and/ or photos being received, the manufacturing investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported during use the bd vacutainer® c&s preservative urine tube experienced erroneous results. The following information was provided by the initial reporter was translated from spanish to english: the customer stated ¿34-year-old female patient, goes to the laboratory. Sample is received verifying compliance with collection requirements (pre-cleaning, medium stream urine, sample reception time less than 2 hours from collection, without consumption or application of antibiotics or antiseptics). The sample is processed and it proceeds to sow in enrichment, selective and differential media. The following urinary sediment is observed: epithelial cells: 48 cél / ul leukocytes: greater than 500 cél / ul erythrocytes: 82 cél / ul bacteria: rare urinary sediment is confirmed by means of flow cytometry, checking for the presence of bacteria and with a preliminary result of pure population of gram negative on histograms. Gram staining is performed by checking the reported population by cytometry. After the 24 hour incubation period ended, no development of bacterial colonies was observed; the modified enrichment technique for biofilm-forming bacteria is carried out and it is left in incubation for 24 hours. After the incubation time, no growth was observed. It is worth mentioning that it is not the first time that we have such a case.¿

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9315367, medical device expiration date: 2021-05-31, device manufacture date: 2019-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® c&s preservative urine tube experienced erroneous results. The following information was provided by the initial reporter was translated from (B)(6) to english: the customer stated ¿(B)(6) year old female patient, goes to the laboratory. Sample is received verifying compliance with collection requirements (pre-cleaning, medium stream urine, sample reception time less than 2 hours from collection, without consumption or application of antibiotics or antiseptics). The sample is processed and it proceeds to sow in enrichment, selective and differential media. The following urinary sediment is observed: epithelial cells: 48 cél / ul leukocytes: greater than 500 cél / ul erythrocytes: 82 cél / ul bacteria: rare urinary sediment is confirmed by means of flow cytometry, checking for the presence of bacteria and with a preliminary result of pure population of gram negative on histograms. Gram staining is performed by checking the reported population by cytometry. After the 24 hour incubation period ended, no development of bacterial colonies was observed; the modified enrichment technique for biofilm-forming bacteria is carried out and it is left in incubation for 24 hours. After the incubation time, no growth was observed. It is worth mentioning that it is not the first time that we have such a case.¿